Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer was also suffering from a respiratory infection, which was being treated with intervenors antibiotics. The customer's blood glucose reading was 400 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No supplies were available to perform any insulin pump testing. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.